Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with prismalix surgical light. As it was stated by the end user, the suspension made a strange noise when moving. The device was inspected by the facility technician who discovered that suspension screws were damaged. There was no injury reported, however we decided to report the issue based on the potential as malfunction of these particular screws may lead to the detachment of configuration. It was established that when the event occurred, the surgical light did not meet its specification as screws should not be damaged and it contributed to incident. In the time when the event occurred, the device was not being used for patient treatment. The issue was reviewed by the subject matter experts with the manufacturing site. From their review it comes forward that the failure of the screws is considered related to fatigue stresses due to moderate shear overload. The subject matter experts estimate that initiated at the bottom of the thread, the repeated low mechanical stresses likely caused the breakage of a first screw and the rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program mentions to check the tightening of fixation screws on the suspension tube. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The purpose of this submission is to provide manufacturing date of the device involved in the complaint, but also a correction of version or model #, catalog # and serial# section (d4). This is based on the additional information provided by sales and service unit. Corrected data #d4: previous version or model #: ard567236988; corrected version or model #: ard567256991. Corrected data #d4: previous catalog #: ard567236988; corrected catalog #: ard567256991. Corrected data #d4: previous serial#: (B)(6); corrected serial#: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 1st october, 2020 getinge became aware of an issue with prismalix surgical light. As it was stated by the end user, the suspension made a strange noise when moving. The device was inspected by the facility technician who discovered that suspension screws were damaged. There was no injury reported, however, we decided to report the issue based on the potential as malfunction of these particular screws may lead to the detachment of configuration.